Event description:
Hartford hosp submits this report pursuant to 21cfr803. It is based on info reviewed by hartford hosp which it may not have had an opportunity to fully investigate or verify prior to the reporting date. This report shall not be construed as an admission by hartford hosp that it or any of its employees or affiliates caused or contributed to the incident described. A camino icp bolt was inserted to monitor pressure. Pt noted to have negative pressures after a transport to x-ray. Resident found crack in protective shield (not saved). Catheter was replaced and continued to have negative pressure readings. Second catheter removed and also found to have a large crack in sheath. Exact lot # not known as there are more than one available.